Event description:
Headache, cough, sinus infections, chest pressure, liver issues, skin and eye irradiation, inflammatory response, asthma, dizziness, upper airway irritation. Blood work done by (B)(6) throughout the year, multiple visit to (B)(6). FDA safety report ID # (B)(4).